Manufacturer narrative:
The initial reporter's city is (B)(6). Patient code e0506 captures the reportable event of hemorrhage, major. Impact code f2303 is being used to capture the reportable intervention of suprarenin injection for hemostasis to address the bleeding.

Event description:
It was reported to boston scientific corporation on march 06, 2023 that a habib endohpb rf catheter was used in the papilla to treat an intraductal adenoma during an endoscopic retrograde cholangiopancreatography (ercp) with radiofrequency ablation (rfa). The patient's anatomy was not dilated prior to stent placement and the procedure was performed on (B)(6) 2023. During the procedure, an unusual large-area energy was released with necrosis to the adjacent tissue. A metal stent was placed to prevent stenosis and bleeding and the procedure was completed. On (B)(6) 2023., post procedure, an endoscopic procedure was performed due to signs of blood loss (low hemoglobin and melena). Subsequently, the patient was injected with suprarenin solution for hemostasis due to bleeding. On (B)(6) 2023., during a control visit, it was noted that the bleeding was resolved.

Event description:
It was reported to boston scientific corporation on march 06, 2023 that a habib endohpb rf catheter was used in the papilla to treat an intraductal adenoma during an endoscopic retrograde cholangiopancreatography (ercp) with radiofrequency ablation (rfa). The patient's anatomy was not dilated prior to stent placement and the procedure was performed on (B)(6), 2023. During the procedure, an unusual large-area energy was released with necrosis to the adjacent tissue. A metal stent was placed to prevent stenosis and bleeding and the procedure was completed. On (B)(6), 2023, post procedure, an endoscopic procedure was performed due to signs of blood loss (low hemoglobin and melena). Subsequently, the patient was injected with suprarenin solution for hemostasis due to bleeding. On (B)(6), 2023, during a control visit, it was noted that the bleeding was resolved. Update based on review on april 11, 2023. The generator used during the procedure was an erbe vio 3.

Manufacturer narrative:
Block e1: the initial reporter's city is (B)(6). Block h6: patient code e0506 captures the reportable event of hemorrhage, major. Impact code f2303 is being used to capture the reportable intervention of suprarenin injection for hemostasis to address the bleeding. Block h11: blocks b5 and h7 have been corrected.